Manufacturer narrative:
G2. Report source: regulatory agency - anvisa investigation summary: bd did not receive any photos or samples for investigation. Functional testing was performed on 5 retains sample which were within specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported by customer that while using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, one (1) tube with insufficient vacuum underfilled. A new blood collection tube was replaced to draw blood from the patient. No adverse impact was reported regarding the patient or user.